Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 failed. The user attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 was failed. A field service engineer (fse) found that auxiliary drawer 6 struggled to open. Observation of the latch indicated insufficient power. The controller and solenoid were replaced, but there was no improvement in the opening action. Alignment appeared off, though latch components were firmly in place. It was concluded that the drawer itself was misaligned and required replacement. The assisting spring was stretched, which allowed the drawer to open without failure. The technician expressed concern about the repair, so the station was checked, and the drawer was tested, but no issues were found. The system functioned as intended after the field service engineer repaired the device.